Event description:
The pump was returned to animas. During evaluation, the bolus button was found to be unresponsive. This report is made based on the results of evaluation.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation found that the bolus button was unresponsive to presses. Unrelated to the complaint, the display screen was found to be dim and miscolored and the battery compartment was found to be cracked and leaking. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Also unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).